Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at the delivery tubing. The root cause was determined to be a smooth, diagonal cut caused by a sharp object during handling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition.

Event description:
It was reported to baxter (B)(4) that one (1) ce basal/bolus infusor device was observed leaking in the tubing during the priming process. There is no report of patient injury or medical intervention. No additional information is available.